Manufacturer narrative:
(B)(4). This customer reported that the device stopped working while they were unloading a pt. There was no impact to the involved pt. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported that the device stopped working while they were unloading a pt. There was no impact to the involved pt.